Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power management pcb board to complete the repair. Final applicable testing was performed and passed to operating specifications.

Manufacturer narrative:
Printed circuit board.